Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with ampicillin (250 milligrams, orally, frequency and duration not reported) and vancomycin (intraperitoneally, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic therapy with ampicillin was reported to be ongoing at the time of this report. Dianeal and extraneal therapies were ongoing. The patient was recovering but not yet recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.